Event description:
A customer reported an issue with the touchscreen of a pump, which was frozen and unresponsive. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer received complete pump reset information from technical support and proceeded with the reset, which resolved the issue, allowing the customer to interact with the pump screen again.